Manufacturer narrative:
Method: the device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is rec'd and the investigation is completed. The lot number could not be obtained so a lot history record review could not be performed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the jaws cracked. The procedure was converted to open leg due reportedly to a time constraint. There were no other pt effects reported. The lot number is unavailable. The product is returning.